Manufacturer narrative:
Concomitant medical products: 310c29, tissue valve, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post operative, the right atrial (ra) lead was unable to sense or capture due to the lead being cut during cardioversion surgery which resulted in lead fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.